Event description:
A surgeon reports that a patient is experiencing visual problems due to iris capture identified five months following intraocular lens (iol) implant surgery. The surgeon feels the event may be related to the iol design. The patient was seen in the emergency room and subsequently admitted by the internist because of abdominal pain from increased intraocular pressure.